Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(4).

Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.